Manufacturer narrative:
Initial and final MDR 1898145- MDR 3003442380-2024- 10722- device 2 of 6. (B)(6). Patient country: canada.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024, it was reported by the patient that six infusion set tape not sticking within one hour of use. No further information was available.